Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call the insulin pump had scratches on the screen and it affect the ability to see. The customer¿s blood glucose level was unknown. The customer declined the troubleshooting. The battery life was diminished. The device will not be returned for the analysis.